Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a calcified lesion in the mid sfa. During flushing the guide wire lumen a balloon leakage was noted.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed several tears with lengths and widths of up to 1 mm, which penetrates the balloon wall and reaches over a length of 68 mm beginning proximal to the proximal x-ray marker. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.